Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient has effective therapy post operatively.

Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2021.

Manufacturer narrative:
Date of event is unknown. The investigation codes will be submitted in a subsequent report once investigation is complete.

Event description:
It was reported that the patient had an unrelated surgery and the ipg was not able to communicate afterward. Troubleshooting steps were taken, but the ipg would not communicate. As a result, surgical intervention may occur.